Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The custom pak lot specific to this event is not known; therefore, lot history and device history record (DHR) review not possible. A sample was not returned for investigation. Without a sample, a root cause investigation cannot be conducted. The root cause of the customer's complaint is no known; a sample was not returned for investigation. (B)(4).

Event description:
A customer reported that a patient developed endophthalmitis four days after having a cataract extraction procedure. Cultures were positive. Additional information has been requested.